Manufacturer narrative:
Eval: results: - eval of the returned product found the needle is at 80. The reported issue is confirmed. Rattling is heard inside when the cufflator is moved. The cufflator does not hold pressure. No readings taken due to the needle position and since the cufflator does not hold pressure. Note: instructions for use state that the cufflator should be calibrated annually, or if measurements fall outside of range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Instructions also say to inflate with inflation bulb to 120 cm h2o; value must be constant for 2-3 seconds. If the pressure drops, the device needs repair by the distributor. (B)(4).

Event description:
Customer reported there are rattling sounds heard in the cufflator as if parts are loose. There was no pt incident or injury reported.